Manufacturer narrative:
(B)(4). Visual, dimensional and functional analysis was performed on the returned device. The reported deflation issue and difficulty removing was not confirmed. It may be possible that the inflation lumen was blocked due to the shaft being bent or entrapped within the anatomy during use; however, this could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
The following additional information was received: the procedure was to treat a lesion in the mildly calcified, superficial femoral artery. The armada balloon was inflated two times without issue. Negative was held several times for some seconds however, the balloon only partially deflated and resistance was felt during removal of the balloon dilatation catheter. The balloon eventually deflated and was removed. Although there was a few minutes of delay, it did not result in impact to the patient. The procedure was complete at this point. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion in an unspecified artery. The 5mmx40mmx135cm armada 35 balloon dilatation catheter (bdc) was advanced to the target lesion and was inflated; however, the balloon did not completely deflate. No additional information was provided.